Manufacturer narrative:
Product event summary: it was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching /overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the proximal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and the visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the lead had high impedance and there was exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7304 implantable pacemaker/cardio/defib -unknown. (B)(4).